Event description:
It was reported that the cardiac compass failed to show a shock was delivered. It was also reported that the shock was appropriate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk (std) review revealed that no anomalies were found.